Manufacturer narrative:
D3: manufacturer address 1: (B)(6). Device evaluation by manufacturer: an icepearl 2.1 cx 90 degree needle (B)(6) was returned for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were noted. The needle was connected to the icefx console, and a two-minute confidence test was performed. The test performed normally. A five-minute freeze in gel was performed to analyze ice ball formation. It was noted that the ice ball formation looked normal and resulted in an ice ball that measured approximately 21mm x 31mm, which is within specification for the icepearl 2.1 cx 90 degree needle. The device passed the two-minute confidence test, produced an ice ball of sufficient size. The reported frost was not confirmed.

Event description:
It was reported that frost occurred on the needle shaft. An icepearl 2.1 cx 90 degree needle was selected for a cryoblation procedure. The needle tested without any issues. During the first ablation session, however, it was noted that throughout the needle length and plastic handle was ice formation. The needle was replaced with another to complete the procedure. The patient condition was stable following the procedure.

Manufacturer narrative:
D3: manufacturer address 1: tavor building 1, industrial park.

Event description:
It was reported that frost occurred on the needle shaft. An icepearl 2.1 cx 90 degree needle was selected for a cryoblation procedure. The needle tested without any issues. During the first ablation session, however, it was noted that throughout the needle length and plastic handle was ice formation. The needle was replaced with another to complete the procedure. The patient condition was stable following the procedure.